Event description:
It was reported to philips that the charge button is defective. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The processor printer circuit assembly (pca) (pn: 453564489071) with sn: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the processor pca was fully evaluated and tested with no problems found. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. As received functional test: the therapy board under test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The device powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within specification, as measured by the test defibrillator/analyzer. Operational check: the dfm100 therapy knob was then set to 170j, and a successful operational check was run. The displayed results were reviewed and printed out. In addition, a black hourglass on the ready for use (rfu) indicator was observed, confirming that the fixture was ready for use. This pca was returned "defective charging button-bench". This was not verified in lab testing. The logs indicate a charge button failure in 2021/2022, but nothing more recent than that. Could not duplicate error indicated in the logs. The pca passed all tests during operational check and general testing. This pca is a no fault found situation and could not duplicate the problem. If additional information is received the complaint file will be reopened.